Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device relatedness has not been established.

Event description:
Physician reported implantation of a seri surgical scaffold device on the left side during a primary breast reconstruction. Thirteen months later, physician reported removal of the device due to a "seroma." Follow up reveals causality of the seroma is unknown.